Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a posterior cervical decompression and fusion (c3-c6) treating opll, the self retaining inserter was stuck and could not pull out from the set screw when the c6 screw was inserted. When the inserter was pulled manually, the rod, set screw, and screw came off entirely while remaining attached. The surgeon proceeded with the procedure by inserting a new screw with an increased size as well as a new rod and set screw. The procedure was successfully completed with a surgical delay of thirty (30) minutes. The patient outcome was reported as stable. There is no further information available. This report is for one (1) symphony oct system polyaxial screw diameter 4.0 rod, 3.5x16mm 3.5 and 4.0. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional procode: nkg. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: the DHR of product code: 102035116s, lot : 279998, was electronically reviewed and no non-conformance were observed during the manufacturing process. The product was released on: may 27, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.